Event description:
Reporter called and stated she received an urgent medical device correction letter in the mail on saturday 12/09/2024. Insulin pump recall risk of shorter than expected battery life.